Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported event with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. (B)(4)

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported event: a (B)(6) male patient with parkinson's disease died suddenly four days after successful surgery to implant a deep brain stimulation (dbs) system. Autopsy findings confirmed a large pulmonary embolus. It was further stated the death was "due to pulmonary embolism&#55297;nd that the death was associated with the dbs surgery. Further information has been requested; a supplemental report will be filed if additional information is received.